Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 350 mg/dl. Nothing further reported.